Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states: the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter while active, patients will typically use two batteries. While relaxing or sleeping, patients should use power from an electrical outlet (ac adapter) because it provides power for an unlimited period of time. The batteries should be exchanged when their charge falls below 25% capacity. Spare, fully charged batteries should always be available. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device remains implanted.

Event description:
It was reported from (B)(6) that a patient was having difficulty connecting the controller to a battery. It is stated that the patient had "no power on his controller due to bad connection." It is further indicated that the cardiologist exchanged the controller. There is no known or reported impact or consequence to the patient due to this event. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was exchanged but was not returned to heartware for evaluation. No harm or injury to the patient was reported as a result of this incident. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed. Fsca april 2015a addresses worn alignment guides in the power port connectors of the controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with loose connections on the controller are most often attributed to worn alignment guides and result in a poor mechanical connection. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the loose connection is worn alignment guides. There are no known clinical factors that could have contributed to this event. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.